Event description:
The customer reported that following a radiology procedure in 2000, a vasoseal es was deployed. The pt was placed on levophed to prevent vasospasm. On february 27, 2000, the pt's lost pulses in the right foot. An intensive care unit resident noted "evidence of peripheral vasospasm." On february 28, 2000 an angiogram with run off was performed which revealed an occluded right common femoral artery, and right superficial artery. The pt was taken to surgery and a right femoral popiteal graft was performed for thrombus. No specimen was sent to pathology. No further complications were reported.